Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the following additional information : customer did not observe thermal damage on the single site permanent cautery hook (pch) instrument. The instrument was returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The permanent cautery hook was analyzed and found customer reported a complaint of torn insulation. Failure analysis confirmed that the customer complaint was due to torn heat-shrink tubing at the main tube interface. No material was missing from the instrument. The probable root cause is attributed to damage during use, handling, or reprocessing, such as excessive contact with abrasive or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the single site permanent cautery hook (pch) instrument was observed to have a torn insulation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the single site permanent cautery hook (pch) instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.